Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced no sound reaction with the device use due to migration of the electrode array. The electrode array was also damaged due to middle ear infection and ossification. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device within the same surgery.